Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted during testing. No display ramping on its own anomaly was noted. The device had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm when they attempted to enter their blood glucose. The customer's blood glucose was 184 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer had dropped their insulin pump once. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.